Event description:
It was noted on routine remote transmission that there was significant battery depletion over past year. History of av node ablation and chb. Bsc tech support contacted and engineers confirm premature battery drain. Recommends pacemaker be replaced within 60 days. Manufacturer response for pacemaker, l321 accolade el (per site reporter). Replace pacemaker within 60 days.